Event description:
A customer reported experiencing a cartridge alarm 30. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Reportedly, the customer reverted to an alternate form of insulin therapy.